Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 408 mg/dl. Customer had treated their blood glucose with a manual injection. The customer's wife declined to troubleshoot for the insulin pump. Customer's wife stated the customer was previously hospitalized and believed the issue lies with the insulin pump. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.